Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that unspecified malfunction alarms occurred. There was no adverse impact to customers blood glucose. The customer declined follow-up from tandem technical support. Therefore, further information was unable to be obtained.